Event description:
Affiliate reported that the valve seemed to drain in the opposite direction. It also was blocked and did not allow the liquid to drain in the needed direction. It was thus necessary to replace the valve with a new one. No adverse pt consequences were reported.

Manufacturer narrative:
The device is currently under investigation. Upon completion of the investigation a follow up report will be filed.